Manufacturer narrative:
Patient information unavailable. Device lot number and expiration date unavailable. Device manufacture date unavailable. Notification has been marked in this field to indicate this complaint is part of a voluntary field action.

Event description:
Lead extraction procedure began and complications arose; an svc tear was identified. A bridge balloon was attempted to be loaded onto the guide wire; however it was difficult to move over the wire and the wire was eventually pulled back into the ivc (inferior vena cava). The bridge was unable to be used. A sternotomy was performed, and repair was attempted; however, the patient did not survive (another device was suspect for death). This report represents the bridge balloon device that would not advance on the guide wire during the procedure.

Manufacturer narrative:
This event involved multiple spectranetics devices; the report containing the event information and the device involved during the injury was submitted to FDA with the patient death recorded. Initially, the report involving the bridge device was submitted with only the product problem listed. After further review of cfr 803.3 (3c), it has been determined that the bridge device may have been a factor in the patient's death by not being able to be advanced over the guide wire.